Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-feb-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml lioresal at 385mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a fever, and increased spasticity, and the doctor felt the patient was in withdrawal. The printouts were checked and no errors were found. It was reported that the patient was taken back to surgery. The hcp replaced the catheter and put all new drug in the pump to rule out any variables. The rep assumed the patient was admitted to the hospital since they had to do a laminectomy to put in the new catheter. No further complications were anticipated/reported. The issue was not resolved at the time of the report, and the patient's status was noted as "alive-no injury."

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Device code (B)(4) no longer applies. Correction: device code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The indication of use of the pump was intractable spasticity. It was reported that the pump was replaced on (B)(6) 2018. The pump was not working so it was revised again on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep would return the pump and catheter to the manufacturer when the hospital gives them permission. The lab told the rep that the fluid identified in the lab was clear. The patient had a post-op appointment and had some occasional spasms so the pump was increased by 5%. The patient also received botox for the spasms. It was reported that the catheter was replaced and the drug was changed. It was unknown why the patient was in withdrawal. It was reported that there was no pump revision, only a catheter replacement. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.